Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed. The field service engineer (fse) tested the tower doors using the hardware test application and observed double clicking on door 2. All four tower latches were replaced with the new style, and the harnesses, interface board, bus cable, and connection to the communication sled were checked and verified. The system functioned as intended after the field service engineer repaired the device.